Event description:
Boston scientific crm received information that loss of capture was observed and it was discovered that this right ventricular (rv) lead dislodged. The lead was attempted to be repositioned, however, the helix would not deploy. This lead was removed and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.